Manufacturer narrative:
This file was originally incorrectly filed under registration number (B)(4). The date of that submission was 04-mar-2025. Investigation summary: the affected device was returned for evaluation. Customer's complaint stating that the customer was having an issue with the wireless module could not be confirmed. The reported cadd solis comm module part# 21-2131-01 /lot# 19514627 was returned and evaluated. Evaluation could not duplicate the reported failure after all attempts testing the comm module on a known good solis pump. There was no problem found with the operation of the wireless comm module.

Event description:
It was reported that the customer was having an issue with the wireless module. There was no patient involvement, and no patient harm/adverse event reported.